Event description:
It was reported by the medtronic internal medical annotation team during review of digital surgery video that, during a robotic laparoscopic hysterectomy, the bipolar maryland grasper wrist and internal cable broke during suturing. A bipolar fenestrated grasper was used to remove the broken tool prior to continuing the suturing. The portion of the wrist of the instrument that dropped into the patient was removed after suturing was completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.